Event description:
It was reported that brakes not working on either side. Consumer's daughter states that her mother fell and had to be taken to the emergency room. She had a catscan done. No broken bones and no open wounds.